Manufacturer narrative:
Date of event: (B)(6). Date of report: 3sep2019. The service engineer (se) inspected the device. The service engineer (se) replaced the air flow sensor reinstalled the sensor printed circuit board (pcb) and the passed performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventative maintenance the ventilator failed the air flow accuracy test. No patient involvement.